Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. The pressure transducer printed circuit board (pcb) has been pointed as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Unfortunately, defective part and device's logs were not available for further investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Event description:
It was reported that the ventilator displayed an alarm of expiratory minute volume low. There was no patient harm. Manufacturer's ref#: (B)(4).